Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and replaced the power module assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker further evaluated the removed power module assembly. It was determined that the cause of the reported issue was due to capacitor, designator c58. The capacitor was electrically shorted which caused damage to nearby components.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.